Event description:
Aventis case ID: (B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer via call center to our local affiliate (B)(4). This case involves a (B)(6) female who received taking poly-l-lactic acid (sculptra) for an unspecified indication, dosage, therapy dates nos. Relevant medical history includes smoking, plastic surgery on mamma (sic) on (B)(6) 2008. No concomitant drugs were reported. The patient reports straight after application of poly-l-lactic acid, the patient developed some visible "hillocks" and some touchable "hillocks" at injection site and mentioned redness at injection site. The patient informed she did not return to the physician after the application. The patient informed she massaged the application after the injection; however, there was no improvement on the "hillocks." The patient could not inform how many ml poly-l-lactic acid was applied. Event outcome is ongoing. Reporter's causality: not specified. A ptc (pharmaceutical technical complaint) has been issued: (B)(4). Additional information received on 21-nov-2008: poly-l-lactic acid was reconstituted in 6 mls of sterile water. Then 1.0 mls was injected into the right and left nasolabial folds, and 0.5 mls were injected into the right and left marionette lines.